Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture discovered via ultrasound and "misshapen" implant. The device remains implanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: not observed. Calcification: not observed. Lump/ nodule: unable to observe since it is not related to the device. Crease/ folding of implant: observed. Pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted and replaced.